Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 269 mg/dl at the time of the incident. The insulin pump was not dropped or bumped prior to the alarm. The customer stated that they are able to complete rewind insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.